Event description:
It was reported that during a radio frequency ablation procedure to treat a supraventricular tachycardia (svt), an intellanav mifi open-irrigated catheter was selected for use. The magnetic sensor of the catheter might have been damaged, on the system the catheter image was abnormal, the signal was unstable and finally was lost, no error messages were displayed. Procedure was unable to be completed due to this event and had to be cancelled/rescheduled. No patient complications were reported. Device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, catheter was inspected. Device passed all tests performed and analysis did not reveal any fault condition within the product that could have caused the system tracking issues seen in the field that led to the procedure cancellation. However, as a part of an additional finding, the device was destructively analyzed, and it was found an obstruction in the tip due to fluids and materials present during the procedure.

Event description:
It was reported that during a radio frequency ablation procedure to treat a supraventricular tachycardia (svt), an intellanav mifi open-irrigated catheter was selected for use. The magnetic sensor of the catheter might have been damaged, on the system the catheter image was abnormal, the signal was unstable and finally was lost, no error messages were displayed. Procedure was unable to be completed due to this event and had to be cancelled/rescheduled. No patient complications were reported. Device was returned for further analysis.